Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator (ICD) went into back up mode after an MRI. This caused the patient to experience phrenic nerve stimulation. The ICD was reprogrammed. The patient was stable.